Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off occasionally  there was no patient use associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. Physio evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.